Event description:
It was reported that during a therapeutic stone retrieval procedure the basket detached from the drive wire while inside the pt and was then retrieved. There were no pt complications.